Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer had symptom of nausea, headache, inside body ache, weak and no energy. Customer was hospitalized due to high blood glucose. Customer was treated with manual injection prior to going to the hospital. Troubleshooting was performed and customer reported that insulin pump was making a weird noise and received a button error alarm.